Event description:
Hcp reported pt infection was note meningitis. The signs and symptoms were fever and swelling. The primary location of the infection was the device pocket. Cultures were obtained and the hcp reported the organism was mersa. The pt was treated with IV antibiotics and the infection resolved. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is received.